Manufacturer narrative:
Retainer ring = clear low blood glucose event, visit to emergency room -emergency medical service dispatched. Device had minor scratched display window, missing display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No over delivery anomaly noted. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2021. Unable to verify the customer's bolus delivery details due to no data listed on (B)(6) 2021. However, device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the device's daily history screen. No bolus anomaly noted. History download was successful using thus and care link upload was successful. Low blood glucose's not confirmed. Device passed the functional test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room due to low blood glucose and seizures on (B)(6) 2021 at 05:00. Blood glucose level at the time of the incident was under 16 mg/dl or may 10 mg/dl. Customer was treated with intravenous infusion drip and intravenous high shot of sugar. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. Customers last blood glucose reading was 277 mg/dl. The insulin pump will not be returned for analysis.